Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the image issue was likely caused by component failure and a definitive root cause could not be determined for the white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in the air water channel/ cylinder and an intermittent/ flickering image issue. There was no patient involvement.